Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 40 mg/dl. The customer's current blood glucose level at the time of the phone call was 119 mg/dl. The customer stated that his insulin pump was giving him a low alarms and then started getting a lot of high alarms, but that was due to the user error with not setting the correct time on the insulin pump. The customer was offered assistance but he declined. No further information was provided.